Event description:
It was reported that arctic sun device was not cooling. Per sample evaluation results on 13nov2023, it was reported that the t3 harness has tear causing the intermittent alarm 76 -the manifold harness was replaced due to t3 has tear causing the alarm 76. Inlet water temperature sensor out of range. The double bend tube expanded and chiller evaporator l tube expanded. Circulation pump tube were expanded causing the diverter in both circulation pump and chiller evaporator l-tube become loose and will not hold.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was not cooling. Per sample evaluation results on 13nov2023, it was reported that the t3 harness has tear causing the intermittent alarm 76 -the manifold harness was replaced due to t3 has tear causing the alarm 76. Inlet water temperature sensor out of range. The double bend tube expanded and chiller evaporator l tube expanded. Circulation pump tube were expanded causing the diverter in both circulation pump and chiller evaporator l-tube become loose and will not hold.

Event description:
It was reported that arctic sun device was not cooling. Per sample evaluation results on 13nov2023, it was reported that the t3 harness has tear causing the intermittent alarm 76 -the manifold harness was replaced due to t3 has tear causing the alarm 76. Inlet water temperature sensor out of range. The double bend tube expanded, and chiller evaporator l tube expanded. Circulation pump tube was expanded causing the diverter in both circulation pump and chiller evaporator l-tube become loose and will not hold.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.